Manufacturer narrative:
It was reported that the patient was treated with oral and topical antibiotics. This report is submitted on 9 december 2020.

Manufacturer narrative:
This report is submitted on 20 nov 2020.

Event description:
Per the clinic, the patient experienced an infection, resulting in the decision to explant the device. The device was explanted on (B)(6) 2020. Reimplantation is planned but has not taken place as of the date of this report.